Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. Without a lot number or device serial number, the manufacturing date cannot be determined. The information submitted reflects all relevant data received. The devices were returned from an unknown source with no information and further this patient died tens years ago. Contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately eleven months post implant of the system approximately two years ago.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. The information submitted reflects all relevant data received. The devices were returned from an unknown source with no information and further this patient died tens years ago. Contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. If additional relevant information is received, a supplemental report will be submitted.